Manufacturer narrative:
Initial reporter phone#: (B)(6). A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nano¿ 4mm pen needle broke off into the patients abdomen. The patient sought emergency services but they were unable to remove the needle.

Manufacturer narrative:
Results: bd did not receive any samples or photos from the customer for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Conclusion: unable to determine a root cause. No samples or photos were returned for analysis.